Manufacturer narrative:
The device in question was returned to medline renewal for evaluation. Upon receipt, medline renewal confirmed the device had been reprocessed. Further evaluation found that the device passed all functional and electrical tests; therefore the reported issue could not be confirmed at this time. Our investigation included a review of the device history record, and we reconfirmed that all processes were conducted as required, and that the device met inspection requirements prior to packaging and release. The specific cause of the failure could not be determined. Although no patient harm was reported, a delay in the procedure was reported due to obtaining a new device; therefore medline renewal is filing this medwatch report in an abundance of caution. (B)(4).

Event description:
Medline renewal received a report indicating a reprocessed depuy mitek vapr side effect electrode, w/integrated hand piece, model 227301, was not recognized by the generator when it was plugged in during a surgical procedure. Therefore the device could not be used. The report did not indicate that the device failure resulted in any patient harm. Another device was readily available to complete the procedure; therefore no patient harm or additional medical intervention was reported as a result of the incident.